Manufacturer narrative:
Philips clinical application specialist (cas) went to the customer site. The cas was informed that the incident occurred at 1:03am on (B)(6) 2019, and that an asystole alarm was alleged by nurse not to have alarmed; the nurse has claimed the patient was rolled and was sat up talking at 00.50am. The cas obtained the clinical audit log and alarm audit log, and reviewed the logs. The cas found that the pulse-ECG/arrhythmia alarms were turned off at 23:27 on (B)(6) 2019: before leaving the unit, the cas was asked by the deputy chief of nursing to disable the ability to switch off ECG/arrhythmia alarms. The cas did this for all monitors for citu, ccu, lancashire suite and cath lab recovery. The device remains at the customer site. There was no product malfunction; this was a user issue. A philips clinical application specialist (cas) found that the pulse-ECG/arrhythmia alarms were turned off at 23:27 on (B)(6) 2019. The pulse-ECG/arrhythmia alarms were turned back on at 1:03 on (B)(6) 2019. Once turned on, an asystole alarm occurred, which was then silenced. The cas was asked by the deputy chief of nursing to disable the ability to switch off ECG/arrhythmia alarms. The cas did this for all monitors for citu, ccu, lancashire suite and cath lab recovery. The device remains at the customer site, and there have been no subsequent calls logged for this device/issue. No further investigation is warranted at this time. There was no product malfunction; this was a user issue. A philips clinical application specialist (cas) found that the pulse-ECG/arrhythmia alarms were turned off at 23:27 on (B)(6) 2019. The pulse-ECG/arrhythmia alarms were turned back on at 1:03 on (B)(6) 2019. Once turned on, an asystole alarm occurred, which was then silenced. The cas was asked by the deputy chief of nursing to disable the ability to switch off ECG/arrhythmia alarms. The cas did this for all monitors for citu, ccu, lancashire suite and cath lab recovery. The device remains at the customer site, and there have been no subsequent calls logged for this device/issue. No further investigation is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the central monitor (pic ix) appeared not to have alarmed. The device was in use monitoring and patient and the patient expired.